Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the emergency room in backup vvi mode after receiving an alert. A device image was received for further investigation. A device download was performed successfully. Patient will continue to be monitored.